Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the endoscope reprocessor exhibited the gray channel connector had unscrewed off and that the customer lost the spring. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Corrected field: d9: device availability. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over six (6) years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the grey connector in reprocessing basin was detached and spring was missing occurred, because the user applied stress to grey connector toward loosening direction and then spring came off. The stress toward loosening direction accumulated. Which made parts in the center of the connector came off. The event can be detected and prevented, by handling the device in accordance with the following instructions for use: chapter 3: inspection before use: 3.3; inspecting the connectors, check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.